Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 120mg/dl, and their sensor reading was over 500mg/dl. The customer states the key pad appears to be frozen at times. The customer states the device will not allow them to calibrate at times. The customer was not able to troubleshoot at the time of call and state they will be calling back.